Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, post-paced t-wave oversensing on the ventricular channel was observed. The patient did not receive therapy during the oversensing. Programming changes were made and the patient was stable after the changes.